Event description:
A nurse reported that during cataract extraction with intraocular lens and trabecular stent implantation procedure, the stent would not go in or would not advance. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).